Manufacturer narrative:
No blank display anomalies noted during testing. Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device received with pillowing keypad overlay, scratched or peeling keypad overlay texture, scratched display window cover, peeling or fading end cap address label and scratched case. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that battery was low and they already tried eight batteries. Customer stated that they had hypoglycemia and they treated with food. Customer stated that the display was not blank less than 30 seconds. Customer stated that display was blank currently. Customer was advised to remove battery but insert battery did not displayed on screen. Customer stated that the contacts on the battery cap neither missing nor damaged. Display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.